Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and a magnet response was unable to be established. At this time, this ICD remains in service. No adverse patient effects were reported.